Event description:
Boston scientific received information that a health care professional (hcp) reported a patient was having some myopotential oversensing post atrioventricular node (avn) ablation which was inhibiting pacing and hcp would like to know what sensitivity floor in the ventricle which could be set to. Boston scientific technical services (ts) provided the maximum sensing floor for fixed sensing in ventricle. Additional information received that the lead sensitivity was decreased from 3.0 to 5.0 millivolts as the patient has complete heart block due to previous avn ablation. Further, patient was asymptomatic not likely causing asystole. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted and replaced 5 years later post valve replacement procedure.